Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one pt. The initial accu tni result was of 8.13 ng/ml was reported out of the lab. The customer re-tested the original sample and a result of 0.02 ng/ml was obtained. A corrected report was sent. Pt was admitted to ICU for observation; however, the customer is unaware of any injury or change in treatment attributed to this event.

Manufacturer narrative:
The specimen was collected in a bd lithium heparin plasma tube with gel separator. The sample was centrifuged at 3,000 rpm. Qc is run once very 24 hours and was within specifications prior to event. Per customer, system checks performed in 2008, were passing. There were no result flags or event log messages associated with this event. Customer did not question system performance and did not require a field service engineer (fse) to be dispatched for system verification. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.